Event description:
The customer reported the cap would not stay secured to the IV tubing. The tubing used was bbraun primary infusion tubing with a luer lock on the distal end. The nurse left the room for 10-15 minutes and it was the heart surgeon who found the line on the ground, leaking medication. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be received for eval.